Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient indicated that about a week ago, they started feeling a sharp pain at their ins site on the right side down to their knee. In their judgment, the ins or lead have moved and are hitting a nerve or something. They had an x-ray done on (B)(6) 2018, but they do not know the results yet. The patient would like the implant removed. The patient¿s physician assistant advised the patient to call patient services to let them know. Patient services reviewed that a healthcare professional (hcp) can contact them to have a manufacture representative (rep) paged if needed. No further complications were reported/are anticipated.

Event description:
Additional information was received from a healthcare professional (hcp) on 2018-dec-05. The hcp provided the patient¿s medical records. The patient is followed for chronic, severe low back pain with radicular symptoms down the right leg extremity to the lower leg. The ins is located on the right side with leads extending beyond t10. The spinal cord stimulator (scs) leads are in their thoracic. The neurostimulator leads enter at t11 and terminate at t8/9. The leads appear intact and in place as reviewed by the hcp and another hcp. The patient obtained greater than 80% pain relief and functional improvement from their ins implanted on (B)(6) 2017. Since the last visit, the patient reports low back pain. The patient¿s scs was unable to be read due to it being turned off. The patient thinks their scs is causing their increased pain since their unrelated lumbar fusion surgeries. The hcp ordered infection labwork and spinal x-rays to evaluate the lead placement. The lead placement was evaluated by them and another hcp and it appears intact and correctly placed. The scs site is non-tender. There are no signs of an infection. The patient denies fevers, chills, or sweats. The patient is not experiencing any pain relief when the stimulator is on and the pain continues when the scs is turned off. The patient contacted their manufacture representative (rep) who did not adjust the ins any further. The patient wants the scs removed. The patient denies any pain at the ins site in their back. The patient is scheduled to see an hcp for an ins follow up in january 2019. The pain score is 8-9 out of 10 without medications and a 3 out of 10 with medication. The patient when they met with the hcp was a 3 out of 10. The medications prescribed are keeping the patient functional, allowing for increased mobility and tolerance of adl¿s and home exercises. No side effects are experienced with these. The hcp noted that the ins site is clean, dry, intact, without erythema, edema, tenderness, or discharge. The hcp noted that while their ins may not be working well, they do not feel it is causing their increased pain at this point. The hcp advised on leaving it in place for now and to work up their right hip. They advised them to have their stimulator adjusted and optimized by a rep. Their pain continues when they turn the scs off. When they turn it on, they aren¿t getting pain relief. Their ins is not likely to be helping if they are suffering from unrelated end stage osteoarthritis. The patient was given an at home exercise program to follow. No further complications were reported/are anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.